Manufacturer narrative:
A2: age at time of event: 75 years old at the time of study enrollment.

Event description:
It was reported that peripheral artery disease occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right proximal popliteal artery, right mid popliteal artery extending up to right distal popliteal artery with 5 mm proximal reference vessel diameter and 5.1 mm distal reference vessel diameter with lesion length of 130 mm and 80% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 150 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2024, target lesion restenosis (right distal popliteal). On the same day, 70% stenosis noted in right distal popliteal artery was treated by dilation using 4 mm x 80 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2025, subject was noted with symptoms related to right leg critical ischemia. On the same day, 272 days post index procedure, 70% stenosis noted in right mid popliteal artery and right distal popliteal artery was treated by balloon angioplasty using 3 mm x 220 mm sterling pta balloon and 3 mm x 150 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 0%. In addition, plantar artery was also treated. On (B)(6) 2025, post procedure, occlusion noted in right anterior tibial artery and right peroneal artery was treated by angioplasty. Post treatment, right lower limb sonography revealed, patency in the anterior tibial artery, peroneal artery, and dorsalis pedis artery, increased velocities in the iliac artery, and monophasic flow in the superficial femoral artery. On the same day, the event was considered to be resolved. It was further reported that during the revascularization, stenosis noted in the right anterior tibial artery, peroneal artery, and plantar arch were also treated by multiple balloon angioplasty. Post procedure, subject was transferred to ward and advised for 3 hours of bed rest.

Manufacturer narrative:
A2 age at time of event: 75 years old at the time of study enrollment.

Event description:
It was reported that peripheral artery disease occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right proximal popliteal artery, right mid popliteal artery extending up to right distal popliteal artery with 5 mm proximal reference vessel diameter and 5.1 mm distal reference vessel diameter with lesion length of 130 mm and 80% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 150 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2024, target lesion restenosis (right distal popliteal). On the same day, 70% stenosis noted in right distal popliteal artery was treated by dilation using 4 mm x 80 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2025, subject was noted with symptoms related to right leg critical ischemia. On the same day, 272 days post index procedure, 70% stenosis noted in right mid popliteal artery and right distal popliteal artery was treated by balloon angioplasty using 3 mm x 220 mm sterling pta balloon and 3 mm x 150 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 0%. In addition, plantar artery was also treated. On (B)(6) 2025, post procedure, occlusion noted in right anterior tibial artery and right peroneal artery was treated by angioplasty. Post treatment, right lower limb sonography revealed, patency in the anterior tibial artery, peroneal artery, and dorsalis pedis artery, increased velocities in the iliac artery, and monophasic flow in the superficial femoral artery. On the same day, the event was considered to be resolved.

Manufacturer narrative:
A2 age at time of event: 75 years old at the time of study enrollment.

Event description:
It was reported that peripheral artery disease occurred. On (B)(6) 2024, the subject underwent treatment with the ranger drug coated balloon as a part of the clinical trial. The target lesion was in the right proximal popliteal artery, right mid popliteal artery extending up to right distal popliteal artery with 5 mm proximal reference vessel diameter and 5.1 mm distal reference vessel diameter with lesion length of 130 mm and 80% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 150 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On 14-apr-2024, the subject was discharged from hospital on dual antiplatelet therapy. On 26-sep-2024, target lesion restenosis (right distal popliteal). On the same day, 70% stenosis noted in right distal popliteal artery was treated by dilation using 4 mm x 80 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On 09-jan-2025, subject was noted with symptoms related to right leg critical ischemia. On the same day, 272 days post index procedure, 70% stenosis noted in right mid popliteal artery and right distal popliteal artery was treated by balloon angioplasty using 3 mm x 220 mm sterling pta balloon and 3 mm x 150 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 0%. In addition, plantar artery was also treated. On 16-jan-2025, post procedure, occlusion noted in right anterior tibial artery and right peroneal artery was treated by angioplasty. Post treatment, right lower limb sonography revealed, patency in the anterior tibial artery, peroneal artery, and dorsalis pedis artery, increased velocities in the iliac artery, and monophasic flow in the superficial femoral artery. On the same day, the event was considered to be resolved. It was further reported that during the revascularization, stenosis noted in the right anterior tibial artery, peroneal artery, and plantar arch were also treated by multiple balloon angioplasty. Post procedure, subject was transferred to ward and advised for 3 hours of bed rest. It was further reported that on 09-jan-2025, restenosis of right popliteal artery was noted. The 70% stenosis noted in the right proximal popliteal artery, right mid popliteal artery and right distal popliteal artery were treated by balloon angioplasty using 3 mm x 220 mm sterling pta balloon and 3 mm x 150 mm ranger drug coated balloon. Post procedure, the final residual stenosis was noted to be 0%.